Manufacturer narrative:
Analysis was normal. No anomaly found.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that decreased sensing was observed post-op. X-ray found perforation with pericardial effusion. Lead was repositioned. Dislodgement was later found via review of fluoroscopy. Patient received inappropriate shocks. Lead was explanted and replaced.